Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the front response button was intermittently non-functional. Upon investigation, the response button cover was loose, causing debris to contaminate the response button switch. The debris contamination caused the response button to function intermittently. The root cause for the loose response button cover was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.